Event description:
It was reported that the device exhibited a constant air alarm. There were no adverse patient health effects.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing and the device to be in good condition. Functional testing was unable to verify or duplicate the reported problem. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.